Event description:
Ventricular lead impedance >9000 ohms, oversensing and intermittent loss of capture was reported. There was also poor sensing (<2.5v) during revision, so the device was removed from service. No patient complications have been reported since the device was removed from service.